Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Contact stated that the customer¿s blood glucose level had been tested recently. The customer would continue manual injections for insulin therapy.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose levels. The customer would continue manual injections for insulin therapy.